Event description:
It was reported that during a percutaneous angioplasty intervention removal difficulties occurred. The chronically totally occluded target lesion being treated was located in the severely calcified anterior tibial artery. A 300cm victory 18 guide wire was advanced across the occlusion and then entered the subintimal space. After multiple attempts the victory 18 wire returned to the intraluminal space. An unspecified size sterling balloon catheter was advanced over the victory 18 wire and used for dilation. Upon attempting to remove the sterling balloon catheter there was strong friction with the victory 18 guide wire and the two devices were removed together. Once outside the patient, the devices were able to be separated. The same sterling balloon catheter was used to continue the procedure with a v18 control guide wire and no resistance occurred. The procedure was completed with a truepath device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).